Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that the insulin pump has a cracked down the middle but when changing the set notice the reservoir area was cracked. The customer¿s blood glucose was 400mg/dl and treated it with insulin pump. The customer changed the infusion set and had started going down before that happened. The insulin pump will be returned for analysis.